Event description:
A review of service data detected a reportable problem. During servicing, battery charger/modem sn (B)(4) was resetting. The last pt to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. As received, the battery charger was resetting. Upon service investigation, the battery chargers battery board was defective. In addition d2, a transient voltage suppressor was defective. This prevented the charger from recognizing a battery pack. The root cause of the defective components was unable to be positively determined. No adverse event resulted from the defective battery charger. The last pt to use this battery charger/modem did not report any deficiencies.